Event description:
A medtronic rep reported the system shut-off during pointmerge registration while in a cranial case. They were able to power the system back on, continue the procedure, and re-register the pt. The surgery was completed with the use of the stealthstation treon guidance system. No impact on the pts outcome was reported.

Manufacturer narrative:
Site ent coordinator would not provide pt info. Tested the system and was not able to replicate the event. The system functioned properly. At the time of event the stealth was plugged into an extension cord power strip and then into the wall. When plugged directly into the wall there were no issues. Software has not been evaluated as of the date of this report.